Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise episodes were stored on the device showing ventricular events falling into the blanking period after atrial paced events. A bigeminal rhythm and functional capture were noted. Programming changes were recommended.